Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a manufacturer representative (rep) regarding a patient receiving hydromorphone (1 mg/ ml, 0.749 mg/day) via an implantable pump for non-malignant pain. On (B)(6) 2018, the rep reported an alarm occurred for empty pump. The alarm was confirmed with an ptm/8840. There were no patient symptoms reported. No further information was provided.